Event description:
It was reported that a patient with a 29mm 7300tfx mitral valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of 8 years due to immobile leaflet and severe mitral stenosis. No other information was provided.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm 7300tfx mitral valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of 8 years due to immobile leaflet, fibrosis, restricted leaflet motion, moderate mitral stenosis and mild mitral regurgitation. The patient presented with mild fatigue. Per the physician, he suspects that the patient's symptoms are due to progressive cardiomyopathy and decline in ejection fraction. Therefore, maximal tolerated guideline-directed therapy was initiated. The patient is to follow-up with the physician in six months with a repeat echocardiogram.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5-b7, h6 (health effect - clinical code, device code, type of investigation).

Manufacturer narrative:
H10: additional manufacturer narrative: leaflet immobility or leaflet restriction occurring over time, and not due to extrinsic physical interference, is a form of structural valve deterioration, which can result in significant regurgitation and/or stenosis. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The root cause of this event was determined to be due to patient related factors. The most likely cause is patient factors, including hld. This event was impacted by the progression of the patient's underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.